Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, lead pin not fully inserted past the connector block of generator.

Manufacturer narrative:
Additional information was received that the correct event date was (B)(6) 2014, which changed the patient¿s age at the time of the event.

Event description:
Additional information was receive that product analysis was completed on the generator. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench lead inserted completely passed the negative connector block (lab conditions). Also, indentions were observed on the bottom of the setscrew, which indicates that either the lead pin or test resistor were secured with the setscrew. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.012 volts shows a non-ifi condition. The data in the diag-accum-consumed memory locations revealed that 6.381% of the battery had been consumed. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that device diagnostics performed on (B)(6) 2013 were within normal limits. It was reported that the patient has experienced some falls lately. X-rays were performed and sent to manufacturer for review. Review of x-rays identified that the lead pin does not appear to be fully inserted into the generator header. The patient was referred to surgeon. No surgical intervention has been performed to date.

Event description:
Additional information was received that it was confirmed that during surgery while opening the patient that electrocautery was used and burned the generator at that point. An eos=yes message appeared. The high impedance that was received during the generator testing with the test resistor was a result of a stored value since the generator had pulsed disabled. A new generator was connected to the existing lead, and system diagnostics were performed. The impedance was measured at 3470 ohms. It was determined that the prior high impedance measurement was due to a lead pin insertion issue, so the existing lead was left in place. The next day, (B)(6) 2014, the patient's device was turned on. System diagnostics were run, and the impedance was 2764 ohms. The patient was in clinic on (B)(6) 2014 for a check-up. System diagnostics were performed, and the impedance was greater than 10,000ohms. The asic latch up of the generator due to electrocautery use will be reported on medwatch 1644487-2014-02427. As the prior high impedance appears to be due to a lead pin issue the new occurrence of the high impedance is believed to be related to the lead. The high impedance on the lead will be reported on medwatch 1644487-2014-02423.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed incomplete lead pin insertion. Age at time of event, corrected data: the initial manufacturer report incorrectly reported the patient¿s age. Date of event, corrected data: the initial manufacturer report incorrectly reported the date of event. Date of event, corrected data: the initial manufacturer report incorrectly reported the operator of device.

Event description:
Additional information was received stating that the vns patient underwent surgery on (B)(6) 2014. Pre-operative diagnostic results showed high impedance. The patient's generator was explanted and then tested with the test resister. It was confirmed that the test resister was fully inserted into the generator header but diagnostic results still showed high impedance. An implant card was received indicating that the patient's generator was replaced during the procedure. The patient lead was not replaced at the time. The patient's replacement generator was tested with the existing lead and diagnostic results showed lead impedance within normal limits. The explanted generator was returned to the manufacturer where analysis is currently underway. X-rays dated (B)(6) 2013 and (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin does not appear to be fully inserted into the generator connector block. Due to the poor quality of the images, the electrodes could not be assessed. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance is likely due to incomplete lead pin insertion.